Event description:
It was reported through remote transmission that non-sustained rv oversensing due to intermittent far p-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.